Event description:
Spontaneous, patient reports broken freedom pump, states yesterday when he tried to infuse there was a snapping sound where the syringe is placed. The syringe would not wind. Patient missed a dose; no ade reported; unknown if available for return; unknown lot number. No further information known. Reported to (B)(6) by pt/caregiver.